Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is presumed that the defect was caused by external factors or handling. However, the root cause could not be specified. The event can be detected and prevented in accordance with the following section of the instructions for use (IFU): chapter 3 preparation and inspection: inspection of the endoscope in section 3. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the deflectable videoscope exhibited adhesive peeling around the tip of the objective lens. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.